Manufacturer narrative:
One device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Functional checks and visual inspections were performed. The customer problem was confirmed as the flow rate was too high. The manufacturer representative sanded the expulsor, and the pump passed all functional tests and performed as intended after repair.

Event description:
It was reported that the delivery rate was too high. There was unknown patient involvement.